Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window. (B)(4).

Event description:
It was reported of an unresponsive keypad. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.